Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No motor error alarm noted. Motor passed motor test. However, moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Device received with cracked belt clip slot, cracked battery tube threads, missing end cap sticker and cracked reservoir tube lip. (B)(4)

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm. The customer stated that battery compartment cracked and screen was hazy due to moisture. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.